Manufacturer narrative:
D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. D9 product was returned. Fluid leak - red plug: based on returned product investigation, it was determined that the cause of the fluid leak into the red plug was the result of a hole in the catheter, most likely due to an unintended user error.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp blood escaping from the red plug of the impella side arm. The side arm was pressed into the plug by the medical team, and the blood flow stopped. There were no further leaks, and it was noted that there were no issues with the pump flow, the purge flow, the placement signal, or pressures during the event. It was noted that there were no negative effects on therapy. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.